Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient¿s system was explanted, as the therapy was not helping for their pain, and they expressed desire to have the device removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated it was unknown when the lack of therapy was first noticed. The cause of the issue was not determined. They reported the explanted device was discarded and the patient¿s weight was unknown. No further patient complications were reported as a result of this event.